Manufacturer narrative:
As reported, post-implant of the bard/davol ventralex mesh, the patient experienced stomach pain and vomiting. No additional information is available at this time. Multiple attempts have been made to obtain additional information. Based on the information provided, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is consider to be a best estimate as (B)(6) 2022 based on date of awareness. Not returned - remains implanted.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, the patient was implanted with a bard/davol ventralex mesh. As reported, post implant of the mesh, the patient developed stomach pain and vomiting, and the doctor suggested that further tests were needed to find out the issue.